Manufacturer narrative:
A ge service rep performed an onsite investigation. The technique processor pcb was evaluated and identified as requiring replacement. Further ge svc was declined and the customer determined to replace the component themselves. No conclusion can be drawn as final repair info is unavailable at this time and no add'l svc info was provided.

Event description:
The customer reported that the sys failed to boot up to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.